Event description:
It was reported there was intermittent ability to interrogate devices. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed interrogation is intermittent; moving the rf (radio frequency) head connector makes telemetry stop and start. Lem (link electronics module) printed circuit board assembly found out of electrical specification. Analysis also found the floppy drive is unable to be read, system fan is noisy, and stylus is missing.